Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that about twelve days post implant if was found that the atrial lead had dislodged. The lead was explanted and replaced. However, when attempting to implant the replacement lead the helix did not extend and retract to meet the physician's expectations. The replacement lead was removed and another lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression, and the visual summary analysis of the lead indicated apparent explant damage.